Event description:
It was reported that the subject device exhibited a spotted, the issue occurred during out of the box failure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report was sent in error spotted would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.